Event description:
During g3 surgery, when the package of k-wire was opened, the hair was found in the inner package. The surgeon changed the k-wire to another new k-wire. The procedure was completed and the surgeon requested the investigation of the event.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.